Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rtos pcb and the systems interface pcb were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported the sys would not boot to a usable state. No pt or user injury was reported.